Event description:
I have a medtronic insulin pump. This is the second time this has happened in less than a week. When I press the bolus button followed by the up arrow button, the numbers will continually run and I can't stop it. The only way the numbers stopped running by itself is I had to take the battery out. If I put the battery back in it may return to normal status. However, it hasn't and I'll have to revert to doing syringe shots until medtronic replaces it.